Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a cut into the insulation (approx. 28 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported, that after 4 months the lead dislodged. Lead was explanted and will be sent back to biotronik for analysis.